Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet battery charger/charge pad overheated and melted, producing a burning odor consistent with thermal damage, and a replacement charger was shipped. No injury, adverse clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a material integrity problem of the battery charger consistent with a component failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.